Manufacturer narrative:
A complete lead was received for investigation. A visual inspection was performed and revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. All the tines were intact and undamaged. The reported event of high pacing impedance was not able to be confirmed.

Event description:
During implant, the right ventricular (rv) lead impedance was high. A new lead was implanted with no consequences for the patient.